Manufacturer narrative:
The navios flow cytometer system generated a ¿waste overflow¿ error indicating a system issue. The customer failed to follow the published instructions. The operator attempted to clean the waste (drip) chamber. Per navios IFU, pn a96247ae: overflow error - the drip or waster container has overflowed and the acquisition has been stopped- contact your local beckman coulter (bec) representative. Beckman coulter, inc. Urges its customers and employees to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. The fluid exposure to the operator's eye was as a result of use error. The operator was only wearing gloves to perform the troubleshooting that is recommended to be done by bec representative. Fluid from the syringe (contents of waste chamber) was checked on a hematology instrument and no cells were found. Per the facility exposure control/ risk management plan, serological were performed. In an abundance of caution bec is reporting the event.

Event description:
The customer reported that their navios flow cytometer system was generating sheath/waste overflow errors. In an attempt to troubleshoot, the operator tried to empty the waste chamber with a syringe and a tubing popped off splashing a small amount of fluid into the eye of the operator. The operator was wearing only gloves as their personal protective equipment (ppe) at the time of the incident. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. Medical intervention was no required, only serological testing was performed as required by the facility exposure plan.